Event description:
Customer alleged while having brake on, brake was not holding. Minor injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female. The consumer fell to the side when the rollator slipped due to the brakes allegedly not holding. The consumer suffered a bruise and a big "goose egg". Which is preventing her from receiving her prosthesis due to swelling. A homecare nurse and the prosthetic doctor saw the injury but no medication was prescribed.